Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 35 mg/dl. She retested using 2 other meters and received readings of 200 and 241 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.